Event description:
The ve lvad was implanted in 1999. In 2000, the ve lvad was removed to allow for treatment of severe bacteremia. The pt was supported by another MFR's external bivad device during treatment of the bacteremia.